Manufacturer narrative:
The product has been received for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited increased in power consumption. The battery diagnostic data indicated that the power consumption of this device has been increasing for over a year. The expected power consumption was about 34 microwatts, however this device was consuming 115 microwatts. The device should be replaced and returned for detailed analysis. The malfunction appeared consistent with other devices that have had continuous average power increases. The device was explanted. No additional adverse patient effects were reported.